Event description:
Boston scientific crm received info that the pt implanted with this right atrial pacing lead had multiple episodes of anti tachycardia response (atr). It was believed that the atr episodes were due to oversensing on the atrial lead. The atrial sensitivity was reprogrammed. The available info suggests this lead remains in service. Should add'l info become available, this event will be updated.